Manufacturer narrative:
The customer's analyzer serial number is (B)(6). The customer's ft3 reagent lot number and expiration date were requested but not provided. The investigational e801 analyzer serial number is (B)(6). The investigational e411 analyzer serial number is (B)(6). The ft3 reagent lot number 669112 was used on both investigational analyzers. The patient sample was provided for investigation. The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of questionable elecsys ft3 iii ver.2 results for 1 patient sample on two cobas e 801 modules and a cobas e 411 immunoassay analyzer compared to a wako accuraseed analyzer and an abbott architect analyzer. This medwatch will cover ft3 iii ver.2. Refer to medwatch with a1 patient identifier (B)(6) for information on the tsh results. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The patient sample was provided for investigation. An interfering factor against the ft3 assay antibody/idiotype could be identified in the sample. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation is ongoing.

Manufacturer narrative:
A general product problem could be excluded.